Event description:
Related manufacturer reference number: 2017865-2025-00237. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that helix would not extend on the leads. One lead was not used, and a new one was implanted. The other lead was left implanted. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received yet.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece. The lead was returned with helix found retracted and clogged with blood and tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.